Manufacturer narrative:
7/30/97-it has come to co's attention that this event was submitted in error. This event has not been determined to be reportable as a malfunction event in accordance with the medical device reporting regulation. Please disregard the event submitted under this reference number.

Event description:
During a CABG procedure, the instrument jammed. The surgeon used another device. The hosp reported that no pt injury had occurred.